Event description:
It was reported the patient experienced abdominal pain and loss of leg control following his permanent implant procedure. As a result, the patient was hospitalized overnight and the scs system was explanted the following day as the abdominal pan had improved, but the leg control issue had not. Follow-up identified the physician determined the issues were related to the system and were resolved with the explant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.